Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The confirmed, root cause was identified as a failure in the probe. (Reference: MDR number 3006260740-2020-02621).

Event description:
Per tm via teams - in some situations the image looks too bright on 20 % and then some patients 100% isn¿t bright enough.